Event description:
It was reported that a patient enrolled in a clinical study underwent left total knee arthroplasty in 1992. Subsequently, patient underwent manipulation of the knee on (B)(6) 2007 due to arthrofibrosis. There were no components removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Catalog number, lot number/expiration date - unknown. Date implanted - sometime in 1992. PMA/510(k) number. Manufacture date ¿ unknown.